Event description:
A report was received that the patient underwent a lead revision in which the leads were explanted and replaced with a paddle lead. The reason for the lead revision was unknown. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
Patient weight not available. Device was explanted and not returned to bsn. Additional suspect devices involved in the complaint: model: sc-2108-50m description: linear lead, 50cm (phase ii) a review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.